Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.